Event description:
Not freezing nor thawing. Fs log# (B)(4). 1216677-2022-00260 , ll100 cryosurgical, 900001, e-complaint(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Not freezing nor thawing. Fs log# (B)(4). Ll100 cryosurgical 900001 (B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples. *analysis and findings : (B)(4). Distribution history: as per service and repair, the complaint unit is from 2001. Based on this date, it was manufactured and distributed by wallach surgical devices. Therefore a ship date is not available. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: 88410-not freezing or thawing. Customer attempted to repair. High pressure line disconnected. 13-mar-2018. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 99055 this unit was at csi on 31-aug-2022. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to a broken inlet freeze line and freeze trigger. This is being attributed to normal wear and tear on the unit. *correction and/or corrective action : the complaint unit was repaired and returned to the customer. The inlet tube assembly was replaced and the valve body was rebuilt. The unit was tested and found acceptable. Coopersurgical will continue to trend this complaint condition. *preventative action activity : coopersurgical will continue to trend this complaint condition.